Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 24-jan-2023 h6: investigation summary customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the syringe tip was found to be cracked before use. The returned syringe was examined and no defects were observed on the returned sample. A review of the device history record was completed for batch # 2010740 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the syringe tip was found to be cracked before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the syringe tip was found to be cracked before use.